Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician tried to close and deploy the clip but was unable to do so. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.